Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a multiple cartridge change errors while trying to load multiple the cartridges onto the pump. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. The customer was to use insulin injections to manage diabetes.